Event description:
Edwards received notification that this 71-y-o patient with a3300tfx23mm valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of eight (8) years and six (6) months due to bioprosthesis stenosis. Per medical opinion, the "perimount valve was too small for this patient causing prosthesis patient mismatch (ppm)". The patient presented with shortness of breath and chest pain prior valve replacement. A 23mm sapien 3 ultra valve was implanted within the edwards surgical valve in replacement. As reported, the gradient post deployment was 10mmhg. The patient was noted as to be recovering.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that this (B)(6) patient with a 280023mm valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of approx. Eight (8) years due to bioprosthesis stenosis. Per medical opinion, the "perimount valve was too small for this patient causing prosthesis patient mismatch (ppm)". The patient presented with shortness of breath and chest pain prior valve replacement. A 23mm sapien 3 ultra valve was implanted within the edwards surgical valve in replacement. As reported, the gradient post deployment was 10mmhg. The patient was noted as to be recovering.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.